Manufacturer narrative:
(B)(4). Batch # m55f1p. The surgeon reported that the manual override was tried. It is not known if the device was articulated or straight at the firing. The analysis found that one psee60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button and the manual override worked properly during testing. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, on about the third firing, the device, loaded with a green reload with no buttressing, was fired and then would not open after firing. The knife reverse was tried and still the jaws would not open. Manual override was tried and still the device would not open. The surgeon used graspers to manually force the jaws of the device open and remove it from tissue. There were no issues with the staple line or cut line of the firing. It is not known if the device was fired over any clips or hard objects. Another like device was used to complete the procedure with no harm to the patient.